Event description:
Pt was in or having a labectomy. The ta 30 device for stapling was used. A post op chest x-ray was done and showed a foreign body. Pt. Had to be returned to surgery for foreign body to be found & removed. It was the pin from a disposable loading unit used in stapling. D3: do not know, package thrown away before discovery.